Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt complained that the stimulation was not covering her legs. The pain pattern was for low back and legs. The pt said she had not fallen or had any traumatic events. The clinical specialist (cs) ran a diagnostic and all the contacts were invalid (every contact was over 5000 ohms with a couple at 15,000 ohms and 25,000 ohms). An x-ray was taken but the lead location was good and appeared to be seated properly. The clinical specialist said that the lead would be tested intra-operatively since they could not get stimulation from any of the contacts. The cs is unsure whether this was a sudden or gradual loss of stimulation.

Manufacturer narrative:
The lot number of the affected lead is unk and the product was not returned. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.